Event description:
During the first chemotherapy after port placement, there was extravasation into the pt's tissue. The port and catheter had been flushed prior to placement and no leaks were observed. The port was removed.